Event description:
It was reported that the patient's implantable cardioverter defibrillator incorrectly interpreted supraventricular tachycardia (svt) and delivered inappropriate therapy. No intervention was performed. The patient was stable.